Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the shoulder bag snap hook broke. The shoulder bag with the controller and batteries dropped to the ground. There was tension on the driveline and the patient experienced irritation at the driveline site. The bag was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the harness snap hook swivel pin of the shoulder pack was found damaged. As a result, the reported event was confirmed. The most likely root cause of the damaged snap hook can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.